Event description:
The customer alleged that the temperature light was not on. The customer reported that the scopes were not released for use. The asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
The actual component was evaluated at the customer's site. The fse found that the heater in tank was no longer working. The fse also notes a problem with the switch on the control panel that had two cycles that would not work. The fse found that the wires had come loose on the panel. The fse soldered the wires back on the panel, tested and ran a cycle.